Manufacturer narrative:
This report is submitted on february 3, 2022.

Event description:
Per the clinic, the patient experienced an infection at incision site on (B)(6) 2021 and subsequently was treated with antibiotics for a duration of two weeks (specific date and type not reported).